Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced nocturnal hypoglycemia while using the ilet system, with an ilet alert indicating a low blood glucose and a nadir of 55 mg/dl; the user had previously completed additional training and requested further training before considering a factory reset. Symptoms included feeling hot and "stoned." Outcomes included successful at-home correction using five glucose tablets and orange juice, with glucose rising to 140 mg/dl, no outside assistance, and no medical intervention. Investigation included complaint intake, review of user-reported device function and alerts, and troubleshooting and education. Investigation of this case revealed no device malfunction reported or confirmed and an unclear root cause for the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.